Event description:
The complaint was reported as: "during the epidural set up on a patient the doctor observed that the syringe 10cc luer-lip; which was filled with the physiological serum leaked at the level of the valve." No patient injury reported.

Manufacturer narrative:
The sample was not returned for evaluation at the time of this report. A follow-up report will be submitted with investigation results.